Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The reported lot number could not be confirmed; therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation on december 3, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia and the space created during hydro dissection was smaller than usual. The ultrasound unit used was a toshiba us machine. According to the complainant, the patient experienced rectal pain post spaceoar placement. An antibiotic therapy was used to treat the pain. During magnetic resonance imaging (MRI) about three cubic centimeter of spaceoar gel was noted to be present in the rectal wall. As of (B)(6) 2019, the urologist visited the patient and the pain was substantially reduced.